Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was torn between the down and ok keypad buttons. All keypad buttons required excessive force to activate a response during testing. All keypad buttons do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is unresponsive. The patient reported that the keypad is now torn from having to continually push buttons to get them to respond. It was reported that the pump is not exposed to water.